Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: perforation requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that when the promus stent was deployed, a perforation occured in a saphenous vein graft (svg) located in the obtuse marginal. An attempt was made to place a graftmaster stent; however, it failed to cross and the perforation was treated with balloon inflation only. The case result was just fine. The patient experienced chest pain due to thrombosis, for which the promus device was used to treat. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
.